Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to mantis clip and a resolution 360 clip used in the same patient and procedure. It was reported to boston scientific corporation that a mantis clip and a resolution 360 clip devices were used during a procedure for bleed performed on (B)(6) 2025. During the procedure, the mantis clip would not release due to fibrotic tissue. Additionally, the same problem occurred on the resolution 360 clip device. There were no patient complications reported as a result of this event. Note: it was reported that "clip would not release due to fibrotic tissue; however, per the instructions for use (IFU), clipping hard or severely fibrotic lesions to achieve hemostasis may be more difficult.